Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/26/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The complaint was confirmed because we can see a transmitter error alert in the cloud data. The reported event of transmitter failed error was confirmed. A root cause could not be determined.